Manufacturer narrative:
Without a product return, no product evaluation can be conducted. No information were received about the patient state of health. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. As reported the event consist on bad trajectory and not related to a device issue. The investigation found no evidence to indicate a device issue. As indicated in facetbridge surgical technique : "fluoroscopy is necessary to guide and to ensure correct positioning of the implant. Sagittal and frontal x-rays of the spine allow to determine facets morphology and geometry". "A x-rays must be taken to confirm trajectory and length of the screw to insert", steps of trajectory preparation are described at step 1 of surgical technique. Root cause of incorrect implant position is related to an user error. Device not returned as discarded.

Event description:
During facetbridge surgery, the first screw took a bad trajectory, the surgeon tried to replace it but without success. So he removed it and left the second screw, well placed, in place. The surgeon placed a percutaneous osteosynthesis system (2 pedicle screws + 1 rod) to replace the removed facet screw.